Event description:
Info received indicates, the nurse call is not working. No injuries.

Manufacturer narrative:
The technician found the sidecomm board was not working. No fluid egress into board. The technician replaced the sidecomm board to repair the bed.